Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. High impedance, loss of sensing and loss of capture were observed. Lead fracture was found. Lead to be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.